Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, the device was difficult to fire and the blade was very difficult to retract. There was no patient injury.